Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) would not pair with a new ilet because the g7 was already paired to a separate receiver at home, preventing successful connection to the ilet. No adverse clinical symptoms reported. Outcomes included resolution after the user returned home and disconnected the g7 receiver, after which the sensor functioned. User support included customer troubleshooting and review of device pairing configuration. Investigation of this case revealed that the g7 remained bonded to another receiver, causing a pairing failure with the ilet until the prior connection was removed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing configuration.